Manufacturer narrative:
Complaint conclusion: as reported, the "ballooning" of a 5f mynx control vascular closure device (vcd) did not occur even though the device was in the correct position. There was no reported patient injury. The procedure was a transcatheter arterial chemoembolization (tace). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and procedural sheath were not received for evaluation. The stopcock was observed closed. The sealant was found exposed from the sealant sleeves and exposed to blood. The sealant sleeves were observed to have been kinked/bent. The balloon was found fully deflated. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device, and during this evaluation, the balloon was fully inflated with pressure maintained. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control instructions for use (IFU). No damages were observed to the balloon. In addition, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the balloon of the returned device maintained the pressure and could be fully depressed. In addition, the sealant was found exposed from the sealant sleeves and exposed to blood. The sealant sleeves were observed to have been severely kinked/bent. The reported event of ¿balloon-damaged¿ was not confirmed as there were no damages noted to the balloon during analysis of the returned device. However, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked/bent sealant sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer, especially since there were no issues noted with the balloon of the returned device. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the kinked condition of the sealant sleeves, and the subsequent premature exposure/swelling of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the "ballooning" of a 5f mynx control vascular closure device (vcd) did not occur even though the device was in the correct position. There was no reported patient injury. The procedure was a transcatheter arterial chemoembolization (tace). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: the sealant of a 5f mynx control vascular closure device (vcd) was found exposed from the sealant sleeves and exposed to blood.